Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of yellow wrench advisory/clock not set alarms associated with a complete loss of power to the system controller were confirmed via provided log files review. The system controller (B)(6) was not returned for analysis; however, the log files were provided for review. The submitted log files contained 240 relevant events (01jan2001 and 08sep2022 from 15:17:12 to 15:20:25 per the timestamp). The controller clock was not set for most of the log files; the log files captured the date 01jan2001 when the clock was not set. The log files did not capture the events leading up to the controller¿s clock resetting. While the clock was not set, the log file captured yellow wrench advisory alarms associated with the clock not set flags; the yellow wrench advisory alarms cleared when the controller¿s clock was set to the correct date and time; the clock was not set to the appropriate time until 15:17:12 on 08sep2022. The yellow wrench advisory/clock not set alarms are consistent with a complete loss of power to the system controller, including full depletion of the internal backup battery. The fixed speed was set to 10000 rpm with a low speed limit (lsl) of 9600 rpm. From 15:17:12 on 08sep2022 through the remainder of the log file (15:20:25 on 08sep2022), low speed events were captured while the patient was connected to the power module. These events were associated with low speed hazard and low flow hazard alarms. Notably, transient pump power elevations were observed during the events as the pump tried to ramp back up to the set speed. The pump appeared to have operated as intended above the lsl before the low speed events. The low speed events observed in the log files could indicate a potential ¿short to shield¿ driveline issue, which was addressed via pi-2022-0140825-01, (B)(6) investigation. There were no other notable alarms throughout the log files. To date, the system controller (B)(6) is unavailable for investigation. As a result, this complaint file will be closed with no further action. The root cause for the reported events can be correlated to a complete loss of power to the system controller. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. System controller (serial # (B)(6)) was shipped with (B)(6)to the customer on 16dec2015. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains that a pair of new, fully charged 14v batteries provides up to 12 hours of support and explains how to check the battery life by using the on-battery power gauge button. This section also explains how to properly switch between power sources and indicates that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also informs that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. C, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This was previously recorded under MFR# 2916596-2022-13770 but switched to (B)(4) upon further review of log files. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient's log files were reviewed and revealed that multiple clock not set alarms were observed due to a complete loss of power to the system controller. Heartmate ii MFR#: 2916596-2022-13770.